Event description:
Litigation papers alleged, patient was revised to address symptoms including but not limited to pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and a lack of mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.